Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: tumor was resected in upper portion of stomach via endo gia 60mm extra-thick/black reload. Patient began to bleed post-op; re-operation showed blood leaking from middle of this staple line. Staple line was reinforced by suture to stop bleeding. Closure of leaking staple line via suture. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.